Manufacturer narrative:
The reported issue that there was an issue with a programmed infusion. The healthcare provider reportedly wanted to assign two body weights to one patient in order to do two different infusions could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however the system does allow the patient weight to be entered manually different between channels, a device malfunction is not believed to have occurred. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system was reported being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that there was an issue with a programmed infusion. The healthcare provider reportedly wanted to assign two body weights to one patient in order to do two different infusions. There was no reported patient impact.

Manufacturer narrative:
The reported issue that there was an issue with a programmed infusion. The healthcare provider reportedly wanted to assign two body weights to one patient in order to do two different infusions could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however the system does allow the patient weight to be entered manually different between channels, a device malfunction is not believed to have occurred. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system was reported being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that there was an issue with a programmed infusion. The healthcare provider reportedly wanted to assign two body weights to one patient in order to do two different infusions. There was no reported patient impact.